Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted, session records were reviewed, and low pacing impedance was also noted on the rv lead. The physician suspected rv lead damage, however, no anomalies were observed either visually nor via diagnostic imaging. A revision procedure was performed and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The event was estimated to have occurred in december 2024.